Manufacturer narrative:
(B)(4). The customer reported that the unit locks up during operational check, and won't charge or discharge. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit locks up during operational check. And won't charge or discharge.